Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump alarms operated as expected and were observed visually, however the pump was not able to alarm audibly as a result of the pcb board failing. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump alarm quit working. They did not state if it was a specific alarm that failed, or if all of the alarms failed to alarm audibly. When the complaint was received the initial reporter stated that the patient had not experienced any adverse effects due to the complaint and that they had no further information about the complaint. (B)(4).